Event description:
The device was returned for air compressor failure. During startup, pump made excessive pneumatic recharge attempts before alarming. The pump was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor.

Event description:
The following has been reported: biomed reported: "the motor runs abnormally upon start up, the pump flashes red leds, and alerts 'pump problem. Biomed received an IV pump with an abnormal start up sequence alerting to a pump problem. Patient harm: no infusion stoppage: no". A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.